Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation requires.

Event description:
It was reported that a drill attachment heated up during a routine maintenance evaluation by the MFR's field service team. This event did not occur in a surgical environment. There was no user injury reported and no adverse consequences alleged.